Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Co could not reliably confirm the reported conditions as no evidence was found to indicate whether or not the components in questions were present.

Event description:
During a total abdominal hysterectomy procedure, the staples were missing. The surgeon applied suture to complete the procedure without pt injury.